Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the customer was unable to refill the reservoir; the reservoir seems to be blocked. The patient's blood glucose at the time of incident was unknown. The customer had the same issue with 30 units of the same lot number. The customer will be returning 22 reservoirs for analysis.

Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs, and performed testing. The reservoirs/transfer guards passed per inspection, and found no occluded anomalies during filling. The reservoirs connect/locked in place properly.